Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned to manufacturer.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Product was returned to the investigation facility for evaluation.

Manufacturer narrative:
Upon completion of the investigation, the customer¿s complaint could not be confirmed. The valve was visually inspected: 2 cuts / tears in the silicone housing over the valve casting were noted. The root cause for these tears could be due to a sharp or pointed object coming into contact with the silicone housing. The IFU warns health care users to use extreme care when handling the device as silicone as a low tear cut resistance. The valve was leak, reflux and pressure tested and passed all. The root cause of the customer¿s complaint could not be determined as the valve functioned. A review of the history device records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
During surgery for correction of hydrocephalus, this valve was used. After ventricular cannulation and connection of the whole system, it was observed a normal drip distal in the peritoneal catheter, before implantation in the abdomen. However, when the valve inserted in a subcutaneous space, the distal stop dripping. Were revised several times its positioning and search for folds, but it was featured in the actual cause of dysfunction: the bulb of the reservoir was very accommodating, and clung to the simple pressure of the skin that was about it, preventing the normal drip system. In this case, another kit dvp was required to complete the surgery.